Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7047028 medical device expiration date: 2020-02-29 device manufacture date: 2017-02-16 ; medical device lot #: 7234037 medical device expiration date: 2020-10-06 device manufacture date: 2017-08-22. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system had leakage at the septum. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Samples and photographs were received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The batch records for lot#7047028, and 7234037 was reviewed, no related abnormalities were found during the manufacturing process. The most probable root cause for this is an aged septum that was altered due to contact with heat from sunlight during transportation of the device during summer months. Bd has notified the shipping company and requested that this device only be shipped in insulated containers. Bd will continue to track and trend for this issue. (B)(4) has been opened to address the issue.

Event description:
It was reported that a bd intima-ii closed IV catheter system had leakage at the septum. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd intima-ii closed IV catheter system had leakage at the septum. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.